Event description:
The subject device was used during a total laparoscopic distal pancreatectomy and splenectomy. There were 3 unk error messages displayed and the generator indicate to check probe. The user checked the probe with probe check mode, but there were no irregularities. Then, the ptfe pad of the device was separated. The procedure was completed with a different device. There was not pt harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00515 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on june 15, 2015, omsc confirmed that the ptfe pad of the device was severely worn away. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities. As a result of the investigation, it is highly likely that the ptfe pad was severely worn since the user continued activating output without contacting tissue (including after the tissue already cut). And it is highly likely that the reported error was short circuit error, and it occurred since the ptfe pad on the jaw was worn and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for eval. The manufacturing history was reviewed, with no irregularities noted. The exact cause of the reported event could not be conclusively determined at this time. If additional info becomes available or if the device is returned at a later time, this report will be supplemented.